Manufacturer narrative:
(B)(4). The device was not received, therefore an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the male luer of a continu-flo solution set had come apart, during disconnection from the patient. The male luer had separated from the distal end of the tubing. There was patient involvement, however, there was no adverse event in association with this issue. No additional information is available.